Event description:
Caller states that they are performing duplicate testing between 4 different devices. Caller is unsure which device produced specific results. The pt reportedly tested 2.2 inr, 4.1 inr. 1.9 inr, 1.8 inr, 1.7 inr, 3.0 inr, and 2.3 inr on lot 210a but comparison values on lot 385a reflect values of 3.1 inr, 5.7 inr, 2.4 inr, 2.3 inr 2.2 inr, 4.4 inr, and 3.1 inr respectively. Caller states that the pt was treated based on results obtained on strip lot 385a. No adverse event reported and no treatment rec'd. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Additional strip lot involved: 385a, 02/29/08, 3116247.